Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was an imperfection noted on the iol after it was implanted. The iol was cut and removed from the patient's eye during the initial procedure.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and damage was observed. Additional observations were as follows: iol returned in two(2) pieces in a specimen container. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. The optic edge is also nicked/chipped-rejectable. Root cause: we are unable to determine the root cause for the reported complaint (iol imperfection). The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (optic torn/split-cut, optic scratched/marked-rejectable and optic edge nicked/chipped ) would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).